Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis. (B)(6).

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera could not be recognized when the system control unit (scu) was started. There was no patient present when this issue was observed.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing found that the fuses had been blown. The scu was determined to be malfunctioning. If information is provided in the future, a supplemental report will be issued.